Event description:
In 2008, the pt reported that over the past 4-5 months "about" 6 infusion sets have fallen off of his body. He stated that on each occurrence the headset was in place for less than 1 day. He stated that he notices the hair on his body prevents the adhesive from sticking to his skin. He was sent samples of adhesives. Upon follow up about one week later, the pt stated that he had just begun to use the adhesive and no further issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.